Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump fell into water, the buttons became stuck and unresponsive, and there was fluid under the lcd display with bubbles around the glass. The customer's blood glucose was between 180 mg/dl and 220 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.